Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, during a session, patient removed sensor pod with transmitter in place. Patient reported that no part of sensor wire was protruding from skin. Patient reported seeing sensor wire still attached to sensor pod. No medical intervention necessary.